Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 8709sc, lot# n191365006, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
Additional information: it was later reported that the cause of the event was unknown, possibly due to MRI at veterinarian's office with a pet. The previously reported safe state alarm occurred on (B)(4) 2013. Pump was reset (B)(4) 2012 and running without difficulty. Symptoms included nausea, dry mouth, puritis, dizziness, somnolence, anxiety, and diaphoresis. It was noted that no hospitalization was required, the patient status was recovered without sequelae, no further incident reported. The patient was seen (B)(6) 2013 and no problem was noted with the pump. The device system was used to infuse morphine and bupivacaine.

Event description:
It was reported that the patient's pump was not working. When interrogated, it was found that the pump was in safe state. At that ti me, the pump values were reprogrammed and the patient was monitored for thirty minutes before re-interrogating. At the time of report, the patient's estimated replacement indicator read that 34 months remained. The patient presented less than 50% therapy relief, so a pump replacement was planned. At the time of report, there was no patient injury or adverse event. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had continued to work after original stall was reported. The patient thought it was attributed to magnetic toys the patient's grandchild got at christmas. The patient reported a motor stall had occurred again on 2014-06-07. The patient monitored them with their personal therapy manager (ptm). After the patient would "smack the pump with a wooden spoon, it would show stall cleared." The patient decided to go ahead and change the pump out. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).